Event description:
The report stated that the esu pencil electrode tip had a flame at its tip. This occurred during a t+a procedure and oxygen was present. The patient sustained no injuries.

Manufacturer narrative:
The investigation is ongoing and a follow-up report will be sent when the investigation is completed.